Event description:
It was reported the atrial output reading is out of specification. It was also reported the atrial channel will not read over 10 milliamps. It is noted the device failed preventive maintenance procedure. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.